Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). United kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) did not run at correct rpm and could not build up to arterial pressure, during procedure. Troubleshooted and the pump did not turn on. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since device installation in 2018. No information about service activity for this device has been provided yet. However, based on information available and investigation results of previous similar cases, the reported issue can be due to: intermittent failure of the motor board; defective disposable pump; disturbances due to external high frequencies device; pump correctly blocked at security level (1300 rpm) due to any monitoring function activated.